Event description:
Patient stated he was using walker to get from the wheelchair to the bed. The right front leg of the walker bent and resulted in the pt falling to the floor. Maximum weight capacity for the walker is 600 pounds. Patient obtained walker approximately one year ago. Note: located on the left side of walker is a red "caution" sticker (from manufacturer) outlining instructions on correct techniques for using the walker.